Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported two days post implant that the patient received twenty inappropriate shocks. The right ventricular (rv) lead exhibited high/undefined pacing impedances. It was noted that sensing failure and pacing failure was observed. A fluoroscopic image was taken and a loose pin and connection issue with the implantable cardioverter defibrillator (ICD) was suspected. A lead fracture was also suspected. At the lead revision procedure it was confirmed that the blue band was slightly hidden. It was also noted that tightening of the setscrew was assured during the re-operation. The rv lead and ICD remain in use. No further patient complications have been reported as a result of this event.